Manufacturer narrative:
(B)(4).

Event description:
A manufacturer's representative measured ">4000 ohms" on some of the pt's bipolar pairs, specifically pairs 4,6 and 4,7. The pt was originally programmed to c,5 but was switched to c,6 because of his speech problems. The pt fell on his chest "about a month ago" and now "when he presses on the header block of ins he get facial stimulation intermittently." A group impedance test was performed and the pt experienced facial stimulation. Additional information has been requested, a f/u report will be sent if additional information becomes available.